Event description:
It was reported that after the introducer needle was punctured, resistance was felt when inserting the guidewire about 20cm. There was no problem with insertion of dilator and catheter. The doctor forcibly removed the guidewire with resistance. Then the distal tip of the guidewire was found to be damaged upon checking after removal. The was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting guidewire is confirmed but the exact cause could not be determined. One guidewire was returned within the guidewire hoop. The distal tip of the wire was observed to be kinked and contain two complete loops. Blood residue was present on the distal end of the guidewire. Microscopic observation of the looped section of the guidewire revealed the coils to be misaligned and kinked.the outer diameter of the guidewire was measured near the damaged region and was found to be within manufacturing specification. The event description indicates the guidewire was forcibly removed after experiencing resistance during advancement. Possible contributing factors to the guidewire advancement include kinked guidewire, patient anatomy, and insertion angle. It is unknown if the damage present on the guidewire contributed to the difficult advancement or if it occurred during the forceful removal. Since evidence of a difficult insertion or removal of the guidewire was observed, the complaint is confirmed but the exact cause of the damage remains unknown. The device instructions for use (IFU) cautions, "caution: do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the introducer needle was punctured, resistance was felt when inserting the guidewire about 20cm. There was no problem with insertion of dilator and catheter. The doctor forcibly removed the guidewire with resistance. Then the distal tip of the guidewire was found to be damaged upon checking after removal. The was no reported patient injury.